Event description:
Septic knee [joint infection] ([knee effusion], [knee pain], [purulent discharge]). Case narrative: initial information received on 11-jul-2018 along with follow up information received on 11-jul-2018 processed together with the clock start date of 11-jul-2018 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a patient of unknown demographics who experienced septic knee (latency: 2 days) after receiving treatment with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018 the patient received intra-articular injection of synvisc-one (hylan g-f 20, sodium hyaluronate) at 6 ml 1x (lot - 7rsl049, (B)(6) 2020 for osteoarthritis. The patient reported to the hospital, two days later after receiving the injection, on (B)(6) 2018 and was diagnosed with septic knee (latency: 2 days). The patient further complained of significant knee pain and had purulent drainage which was aspirated. The patient underwent arthroscopic knee washout for the same. A product technical complaint was initiated on (B)(6) 2018 for synvisc one, batch number: 7rsl049; global ptc number (B)(4). The production and quality control documentation for lot # 7rsl049 expiration date (2020-10-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl049 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2018 there were 4 complaints on file for lot # 7rsl049 and all related sublots: (3) adverse event reports and (1) tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Corrective treatment: arthroscopic knee washout . Seriousness criterion: hospitalization. Outcome: unknown. Additional information was received on 25-jul-2018. The global ptc number with ptc results were added. Text was amended accordingly. Upon internal review on(B)(6) 2019 processed with clock start date of (B)(6) 2018 the malfunction field previously captured as yes was removed.

Event description:
Septic knee [joint infection] ([knee pain], [knee effusion], [purulent discharge]). Case narrative: initial information received on (B)(6) 2018 along with follow up information received on (B)(6) 2018 processed together with the clock start date of (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a patient of unknown demographics who experienced septic knee (latency: 2 days) after receiving treatment with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018, the patient received intra-articular injection of synvisc-one (hylan g-f 20, sodium hyaluronate) at 6 ml 1x (lot - 7rsl049, 31-oct-2020) for osteoarthritis. The patient reported to the hospital, two days later after receiving the injection, on (B)(6) 2018 and was diagnosed with septic knee (latency: 2 days). The patient further complained of significant knee pain and had purulent drainage which was aspirated. The patient underwent arthroscopic knee washout for the same. A product technical complaint was initiated on 25-jul-2018 for synvisc one, batch number: 7rsl049; global ptc number (B)(4). The production and quality control documentation for lot # 7rsl049 expiration date (2020-10-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl049 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 25-jul-2018 there were 4 complaints on file for lot # 7rsl049 and all related sublots: (3) adverse event reports and (1) tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Corrective treatment: arthroscopic knee washout. Seriousness criterion: hospitalization. Outcome: unknown. Additional information was received on 25-jul-2018. The global ptc number with ptc results were added. Text was amended accordingly.